Event description:
It was reported that a report could not be saved as a portable document format (pdf) on the universal serial bus (usb) drive. Also, the ECG displayed too much noise. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the ECG cable was not functioning well. As a result the cable was replaced. (B)(4).